Manufacturer narrative:
Investigation description: complaint was not able to be duplicated; lead screw was able to rewind and prime to 165 units with no issues. However, engineering logs confirmed the alert 38 complaint. The encoder magnet was found to not be fully seated into the spur gear after inspecting the interior of the device.

Event description:
It was reported that an ilet user experienced repeated restart alert 38 during a supply change, including an ¿unable to proceed¿ message after multiple restarts and a dry run, consistent with consecutive stalled motor behavior in the pump mechanism. Symptoms included no reported adverse clinical effects. Outcomes included device unavailability requiring backup therapy and device replacement. Investigation included remote troubleshooting and user-guided restart and dry run attempts. Investigation of this case revealed a persistent motor stall alarm with failure to complete the rewind sequence, indicating a probable pump motor or drive-train malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the pump motor assembly. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.